Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas alleging an other (unusual issue) issue. It was reported that the pump emitted a loud noise, the screen was completely black and there was no alarm code in the history. It was also reported that the pump ¿smelled burned¿. There was no allegation of an adverse event with this complaint. This complaint is being reported based on the allegation of a non-specific pump malfunction.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 12-mar-2018 with the following findings: a review of the pump black box data showed no data related to the event. During investigation, the pump powered on to the verify screen and audible tones and vibratory alarms functioning properly. No damage to the pump was observed. The pump was exercised for 24 hours with no issues. The complaint was not duplicated during investigation. There was no defect found.